Event description:
E was initially received via regulatory authority (aemps, reference number: (B)(4) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("had unspecified problems which lead to her uterus excision") and adverse event ("unspecified problems") in a female patient who had essure (ess205) inserted for contraception. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse event (seriousness criterion medically significant). The patient was treated with surgery (uterus excision). Essure (ess205) was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure (ess205). The reporter commented: she referred that was affected by essure, and that she identified herself with the symptoms caused by essure mentioned recently in the medias. She also commented that uterus excision was performed without have any information about what could be the exact cause, and nowadays she referred to be sure that her disease was caused by the essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 865 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 06-jul-2018. The most recent information was received on 10-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("had unspecified problems which lead to her uterus excision") and adverse event ("unspecified problems") in a female patient who had essure (ess205) inserted for contraception. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse event (seriousness criterion medically significant). The patient was treated with surgery (uterus excision). Essure (ess205) was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure (ess205). The reporter commented: she referred that was affected by essure, and that she identified herself with the symptoms caused by essure mentioned recently in the medias. She also commented that uterus excision was performed without have any information about what could be the exact cause, and nowadays she referred to be sure that her disease was caused by the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.